Manufacturer narrative:
(B)(4). Date sent: 5/17/2022. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications.

Event description:
It was reported that during a liver ablation while applying constant pressure against the rib the probe broke and fragmented 3-4 cm distal to the green hub. The fragment was retrieved and the case rescheduled for another day.

Manufacturer narrative:
(B)(4). Date sent: 6/16/2022. No call home data could be found in the given date range for this hospital. No device will be returned to neuwave for further investigation. The complaint description stated that the cause of the broken probe was due to the physician's use of force against the patient's ribs while inserting. The broken probe cannot be verified since it was not returned, and no images were received. No lot information was provided therefore no lot history review could be performed.